Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high thresholds were observed and there is no improvement after adjustment. Lead remains implanted. The patient is stable.

Event description:
New in formation notes that on(b)( )2018 during follow up, the threshold of rv lead was found too high. The patient was not symptomatic. It ws discussed whether lead dislocation was involved was unknown. On (B)(4), 2018 the physician explanted and replaced the rv lead. The procedure was successfully and the patient is stable. The physician believes threshold increase may be due to patient¿s myocardial isomerism. The explanted lead was disposed by hospital and will not be returned.